Event description:
During placement of a 8.5fr percutaneous nephrostomy tube, the 5cm flexible tip of the microwire broke off from the more rigid shaft at the point of attachment. Retrieval attempts were rendered unsuccessful due to irritation/bleeding. Retrieval attempts were aborted and tip remains in left renal pelvis.